Manufacturer narrative:
The device history record review of the product auto endo5 ml, lot #73g1400315 did not show issues related to complaint. The device sample has not been returned to the MFR, therefore and investigation has not been conducted at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: during a case in which the surgeon used all 15 clips the orange indicator was released and fell into the pt and was located in retrieve at the end of the surgery. The pt's condition is reported as fine.